Event description:
The device was used with disposable stapler during a laparoscopically assisted vaginal hystrectomy procedure. Reportedly, the cartridge did not fire completely. The surgeon reloaded the instrument and completed the procedure without incident.